Event description:
It was reported that the patient was experiencing ineffective stimulation in their lower back and was feeling the stimulation in their abdomen. The md believed it could have been due to an epidural scar. Additional information was also received stating a lead had slightly migrated, confirmed via x-ray. Surgical intervention took place on (B)(6) 2024 where one lead was explanted and replaced, and the other lead repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.